Event description:
Same case as MDR ID: 2134265-2015-04226. It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A pedal stick was used over a non-bsc guide wire. A 3.5mmx220mmx150cm coyote¿ balloon catheter was advanced for dilation and on the second inflation the balloon ruptured. This was exchanged with a 3.5mmx150mmx150cm coyote¿ balloon catheter. During the first inflation, the balloon ruptured. Inflation varies from 10 to 12 atmospheres. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).